Event description:
The physician used a cook endoscopy echo tip ultra endoscopic ultrasound needle to perform a fine needle aspiration procedure. The sheath adjuster located on the handle slipped when the needle was advanced in a forceful manner. This caused the needle and outer sheath to advance beyond what was intended, causing a gastrointestinal perforation. The product and endoscope were removed from the pt. The pt was sent to surgery for repair of the perforation. Nothing had to be retrieved from the pt. The pt did not require any additional procedures related to this occurrence. The user facility was unaware of any adverse effects on the pt other than what is described above.

Manufacturer narrative:
Evaluation: we were unable to confirm the report of perforation by evaluating the returned device. The sliding sheath adjuster and thumbscrew lock were present on the echotip ultra needle handle and evaluated during our investigation. The sliding sheath adjuster and thumbscrew lock functioned appropriately. A discrepancy or anomaly that could have contributed to the reported event was not observed with the affected device. Needle extension and retraction was unsuccessful due to the severe kinks located in the sheath and needle near the distal end of the handle. Severe kinks were also observed in the sheath and needle 3.5cm from the distal end of the device. The condition of the device (i.e severe kinks) suggests excessive pressure was applied to the needle during use and/or general handling. Because the stylet was not inside the needle and not included in the return, this suggests the stylet was not in place when excessive pressure was applied to the needle. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other reported occurrences of perforation with the echo tip ultra endoscopic ultrasound needle. Therefore, this incident represents an isolated occurence. Based on this percentage, the likelihood of this type of occurrence is remote. Conclusions: we were unable to confirm the reported occurrence because the thumbscrew on the sheath adjuster funcitoned as intended during our evaluation and a product discrepancy that could have contributed to a perforation was not observed with the device. The information provided indicated the needle was extended in an aggressive and forceful manner. If excessive pressure was applied to the handle during needle extension, this is the likeliest contributor to sheath adjustment slippage at the handle. It is possible the thumbscrew on the sheath adjuster section of the handle was not tightened by the end user enough to withstand the forceful advancement of the needle. This could have contributed to slippage of the sheath adjuster during needle extension. The instructions for use for this product line advise the user to tighten the thumbscrew on the sliding sheath adjuster to maintain the perferred sheath length. Severe kinks in the needle and outer sheath can occur if the device experiences excessive pressure during use. If the needle experiences multipe passes to obtain multiple samples, or if the mass to sample is very hard, a bend in the needle can occur. The style wire was not inside the needle upon return for eval. The instructions for use direct the user to leave the stylet wire in place until the lesion has been penetrated, then the stylet may be removed for connection of the aspiration syringe. For additional cell collection the user is instructed to gently reinsert the stylet prior to advancing the needle through the endoscope and into the lesion. The stylet wire can aid in preventing damage to the needle, such as severe kinks. The condition of the device (i.e. Severe kinks) suggests needle penetration was attempted without the stylet wire in place, which is in contradiction with the instructions for use. It is possible that if needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope this could contribute to severe bending of the needle near the distal end. Prior to distribution, the thumbscrew is tightened and loosened at various stages during the inspection stage. All endoscopic ultrasound needles are subjected to this test to ensure device integrity. Corrrective actions: no corrective action warranted at this time because this event may be use and/or product handling related. The reported observation of a gastrointestinal perforation represents an isolated occurrence. The likehood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.